Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm performing the pm replaced the batteries. The stm completed the pm and performed all calibration, functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6) who is a getinge employee; whose contact details differ from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during routine preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event was reported.